Event description:
It was reported that there was a pericardial effusion with tamponade that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. An echo sweep for a pericardial effusion was performed that showed no evidence of an effusion. Two hours posr procedure the patient began experiencing chest pain. The physician performed a transthoracic echocardiogram that showed a smaller pericardial effusion. The patient became symptomatic and the pericardial effusion become a cardiac tamponade. The patient was brought back into the procedure room where a pericardiocentesis drain was put in. The physician drained 400cc of fluid off the pericardium with 350cc of that being reintroduced into the patient. The drain was left in the patient and the patient was observed for the rest of the day. At the end of the day the drain was removed from the patient. The patient was discharged from the hospital with no other complications that were reported.